Manufacturer narrative:
Per the user guide: accessories for charging from wall and automobile outlets, as well as from a pc usb port, are included with the pump. Use only the accessories provided with the system to charge your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer received a low battery alert; however, did not see any other alerts. Customer charged pump, reloaded cartridge and insulin delivery was resumed. Pump history was reviewed with tandem technical support and low battery alerts/alarm were identified. Customer's blood glucose 90 mg/dl.